Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "during use on a patient, the line was connected to a primary tubing and it leaked at the first y-connector above the luer lock connector. No injury to the patient or user, just waste of chemotherapy agent." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample was not returned for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.